Event description:
The pt had an abg drawn by a rrt. The blood gas value was ph 7.2. The pt was subsequently transferred to ICU and sodium bicarb was ordered to be administered to correct the perceived acidosis condition. Pt assessment did not correlate with the ph value obtained. Prior to administration another blood gas was drawn which revealed a ph of 7.4. It was discovered that the heparin was not expelled during the first blood gas draw with the anaerobic pulsator syringe. The rrt floated from another campus and has drawn abgs at that campus utilizing pro-vent dry lithium heparin kits. Careful examination of the product packaging reveals that no instructions for use are included on the kit with liquid heparin in contrast to the explanation on the product website. The packaging for both prducts are both blue and the words "dry" and "liquid" are not easily distinguishable. Improved labeling and the inclusion of instructions would be helpful.